Event description:
Caller reported a malfunction on pump, with no notable events occurring prior, although it may have gone through x-ray just before boarding an airplane. There was no adverse impact to the customer's blood glucose level. Customer was unable to charge pump at the time and planned to call back when able. Cts follow up caller reported the pump reset resolved the issue